Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that after implant a wire fell off and was shut off. Surgery fixed the lead. One day after the revision surgery, the patient was feeling a strong pulsating, pounding, fluttering sensation in their heart. Follow-up information from the clinic indicates the patient had felt a thumping and it was found that the right atrial (ra) and right ventricular (rv) leads were dislodged. Both leads were revised. Adjustments were subsequently made to the sensitivity in response to the fluttering. The leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.